Event description:
Related manufacturer reference number: 2017865-2023-95482. It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) and delivery catheter perforation the right ventricle. Open chest surgery was performed. The patient condition was unknown.

Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5148217.